Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part# 03.010.151. Lot# 7346785. Manufacturing location: synthes monument. Released to warehouse date: 30dec2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection:visual inspection of the returned device performed at customer quality (cq) identified post manufacturing damage to the proximal coupling. There are dents and malformed edges which would contribute to the reported condition of not fitting in mating device. The damage is suggestive of forcing the coupling into a mating device while not having the shaft flat aligned properly. The received condition does agree with the complaint description. This complaint is confirmed. The cause of the issue was not determined to be use error, misuse/abuse, non-compliance, post operative trauma. Functional test: can the complaint be replicated with the returned device(s)? Unable to perform as torque limiter 4nm from the event was not returned. DHR review: the returned device was manufactured in december 2013 and is over 5 years old. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Document/specification review: relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: was not performed due to the visually confirmed post manufacturing damage. Investigation conclusion: a definitive assignable root cause could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: g4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is january 24, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the proximal tip of the screwdriver shaft did not fit in a torque limiter 4nm in the periarticular set. The screwdriver was used as a backup device and there was no surgical delay. Procedure outcome is unknown. There was no patient consequence. Concomitant device reported: torque limiter 4nm (part # 511.774, lot # unknown, quantity 1). This report is for one (1) star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm. This is report 1 of 1 for (B)(4).